Event description:
The customer received a blood glucose reading on the contour next ez that was 40mg/dl higher than on a different meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.a new meter was sent to the customer. Product is not being returned.